Event description:
During device preparation, the catheter was connected to the tactisys and was recognized, however there was no contact force available and the contact force value was displayed as dashes. The tactisys and ampere were rebooted and the case was restarted on ensite, but the issue persisted. The catheter was exchanged and the issue was resolved. No patient was involved.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.